Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulties were encountered. The 100% stenosed totally occluded lesion was located in the calcified and mildly tortuous right superficial femoral artery. The vascular approach was contralateral. After pre-dilatation, the small peripheral cutting balloon was advanced into the target lesion although some resistance was noted during insertion. The small peripheral cutting balloon was inflated three times up to 6atms each time. Following deflation, the physician attempted to remove the catheter, however, again he encountered resistance. Upon removal, he noted that the tip of the device was stretched. No pt complications were reported, and the procedure was completed with this device. Pt status was reported as 'good'.